Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were unavailable. Upon troubleshooting, fse found the equipment was restored after restarting, so the order was canceled. But the issue reoccurred again, and the cause of the reported problem was with a single pdu (power distribution unit) in r cabinet. Review of the system log files showed an error: "ipc lost communication" and fse found that the gib (geometry interface box) power supply had failed. The cause of the pdu single phase distribution unit failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the single pdu in r cabinet by the field service engineer has resolved the reported issue and restored the functionality. After replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable.

Event description:
It was reported to philips that the customer was unable to perform geometry movements. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.